Manufacturer narrative:
Device evaluation: a review of the device noted no manufacturing issues were observed.

Event description:
Healthcare professional reported right side rupture, misshapen implant, pain. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.6b; h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 24 may 2024. Additional, changed, and/or corrected data: h3.

Event description:
Healthcare professional reported right side rupture, misshapen implant, pain. The device has been explanted.

Manufacturer narrative:
Clarification to h11: supplemental medwatch #2 was missing lab analysis summary. Device evaluation: the device related to the reported event of rupture, pain and visibility/palpability received on may 03, 2024, with lot number 3470539. Based on the device analysis grid, the assessments of the complaint are: rupture: no observed. Pain: unable to observe since it is a medical event and is not related to the device. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: h11.

Event description:
Healthcare professional reported right side rupture, misshapen implant, pain. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, misshapen implant, pain. Device remains implanted.